Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed blisters on his back under the lifevest. The patient's nurse provided an antifungal cream for the irritation and the patient's nurse prescribed nystatin powder. The patient reported that the blisters were improving.